Event description:
As reported, it was a case of a 23 mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach. During the procedure, during inflation of the commander delivery system balloon and, at approximately two thirds of valve expansion, the balloon ruptured. The valve was partially deployed, therefore, a second delivery system balloon was prepared and used in an attempt to complete deployment. However, this balloon also ruptured during inflation. A subsequent third balloon was finally used to finish expanding the valve, after which the valve was properly deployed. No patient injury occurred, and the final patient status was stable post procedure.

Manufacturer narrative:
Investigation is still ongoing.